Event description:
The following description of the event was documented by a carefusion tech support specialist on (B)(4) 2012, in response to a phone conversation with user facility rep(s). "[Name removed] trained biomed called in to log a complaint, which was reported by lead respiratory therapist [name removed]. This ventilator displayed circuit occlusion, they were able to resolve issue by replacing the filter." The following info concerning the event was copied from an e-mail received from the user facility on (B)(6) 2012. "I have a disposable filter here that I had a therapist change out because the vent was alarming high pressure. The alarm was set at 40 cmh2o; however, the peak pressure was reading 30 cmh2o. She reset the alarm and it occurred again. The pt was in sync with the vent, sedate. I asked that she change out the filter due to possible increased resistance etc. The therapist changed the filter and the issue resolved. We did not see any occlusion alarms. Would you like us to send that filter to you?" The following description of the event was copied from the user facility medwatch report received by carefusion on (B)(4) 2012. "Event desc: ventilator keeps alarming circuit occlusion. MFR response for ventilator, carefusion (per site reporter) talked with carefusion clinicians and service. They fell problem is expiratory filter is getting saturated and needs to be changed out more frequently. Ventilator tested within normal operating limits and put back into service."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion technical support specialist and the carefusion field service rep. The carefusion product manager, in conjunction with the user facility respiratory department, identified an occluded disposable expiratory filter/water trap as the most likely root cause in this alleged event. The carefusion field service rep evaluated the device and noticed that one of the wires from the thermistor sensor had an area where the insulation was flattened to the point where bare conductor was showing through both sides of the insulation. This may have caused the heater assembly to operate intermittently thus resulting in excessive water condensation, which eventually occluded the disposable expiratory filter/water trap. The carefusion field service rep replaced the thermistor and heater assembly before running the unit through a complete checkout to ensure it meets all factory specs. Upon completion, the unit was returned to the customer, ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present, carefusion considers this to be an isolated incident.